Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A lower readings issue was reported with the freestyle libre pro sensor. A healthcare professional reported the sensor provided readings that were "40-50 units lower" when compared to blood glucose results and as a result, the customer "did not increase his insulin" accordingly. Customer required hospitalization in ICU for an unspecified duration "due to fluctuation in sugar", and additionally experienced stroke while in hospital. A sensor scan result of 139 mg/dl was obtained and compared to an hcp meter reading of 179 mg/dl; the provided readings are both indicative of hyperglycemia and consistent with each other. No details pertaining to treatment were provided. There was no report of death or permanent impairment associated with this event.